Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was reported the device was broken, bent and needed repair. It stopped functioning during a surgery; however, there was no patient harm involved.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was broken, bent, and needed repaired. It stopped functioning during a case on (B)(6) 2017 between the hours of 1200-1300. There was no patient harm and there were surgical delays. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 14, 2012 where it was reported that the device was shredding skin and the skin was rolling up and the roller and damaged comb were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the skin graft mesher on february 23, 2017 revealed that the comb was bent in half. It was also noted the calibration and test mesh could not be performed due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 23, 2017 which included replacement of the damaged comb and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the damaged comb and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported the device was broken, bent and needed repair. It stopped functioning during a surgery; however, there was no patient harm involved. Investigation results revealed that the comb was bent.